Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2009 the consumer experienced placement painful and complication of device insertion. Consumer had to come back three or four times to indicate that she was certain about the sterilization, the left side did not go well, the coil was forcibly inserted, there was no pain on the right. She could barely walk anymore and stayed in. She had pelvic pain, pain at the site of the coil, stomach bacteria, increase or heavy blood loss during menstruation / heavier menstruation, irregular bleeding or breakthrough bleeding, pain during ovulation, pain during menstruation, legs pain / pain radiating to leg, tiredness, mood swings, bursitis in the shoulder, swollen glands in the left groin, could not pull up her leg, suspected inflammation of the si joint, low blood pressure, fluctuating thyroid levels / thyroid gland fluctuates, iron deficiency, suspected burnout, and anxious. The influence of essure in her daily life included problems with movements. She contacted a doctor and had blood tests done and stomach bacteria was found, thyroid gland fluctuates, suspected burnout. She received medication evening primrose for pms (premenstrual syndrome), has taken iron, diclofenac, manual, physiotherapy and chinese therapy. The gynecologist suggested carrying out keyhole surgery in 2011. He/she did not dare remove the essure coils, risks of scar tissue. Consumer became anxious because of this and decided not to have the operation. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and stomach bacteria (interpreted as gastritis bacterial). He/she (not clear if physician or consumer) did not dare remove the essure coils, risks of scar tissue. Pelvic pain is listed while gastritis bacterial is unlisted in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of bacterial gastritis. Considering that essure influenced her daily life (problems with movements) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 20-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain, pain at the site of the coil') and gastritis bacterial ('stomach bacteria') in a 37-year-old female patient who had essure (batch no. 626808) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side did not go well, the coil was forcibly inserted". On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("placement painful") and complication of device insertion ("complication of device insertion"), 1 month 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), heavy menstrual bleeding ("increase or heavy blood loss during menstruation / heavier menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), ovulation pain ("pain during ovulation"), dysmenorrhoea ("pain during menstruation"), pain in extremity ("legs pain / pain radiating to leg"), fatigue ("tiredness"), mood swings ("mood swings"), bursitis ("bursitis in the shoulder"), lymphadenopathy ("swollen glands in the left groin"), sacroiliitis ("suspected inflammation of the si joint"), hypotension ("low blood pressure"), thyroid disorder ("fluctuating thyroid levels / thyroid gland fluctuates"), iron deficiency ("iron deficiency"), gastritis bacterial (seriousness criterion medically significant), burnout syndrome ("suspected burnout") and anxiety ("anxious"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, procedural pain, complication of device insertion, heavy menstrual bleeding, intermenstrual bleeding, ovulation pain, dysmenorrhoea, pain in extremity, fatigue, mood swings, bursitis, lymphadenopathy, sacroiliitis, hypotension, thyroid disorder, iron deficiency, gastritis bacterial, burnout syndrome and anxiety outcome was unknown. The reporter considered anxiety, burnout syndrome, bursitis, complication of device insertion, dysmenorrhoea, fatigue, gastritis bacterial, heavy menstrual bleeding, hypotension, intermenstrual bleeding, iron deficiency, lymphadenopathy, mood swings, ovulation pain, pain in extremity, pelvic pain, procedural pain, sacroiliitis and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-jul-2021: new information from lawyer: lot number 626808. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 30-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain at the site of the coil') in a 37-year-old female patient who had essure (batch no. 626808) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side did not go well, the coil was forcibly inserted". On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("placement painful") and complication of device insertion ("complication of device insertion"), 1 month 21 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), heavy menstrual bleeding ("increase or heavy blood loss during menstruation / heavier menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), dysmenorrhoea ("pain during menstruation"), ovulation pain ("pain during ovulation"), iron deficiency ("iron deficiency"), fatigue ("tiredness"), pain in extremity ("legs pain / pain radiating to leg"), bursitis ("bursitis in the shoulder"), lymphadenopathy ("swollen glands in the left groin"), sacroiliitis ("suspected inflammation of the si joint"), hypotension ("low blood pressure"), thyroid disorder ("fluctuating thyroid levels / thyroid gland fluctuates"), gastritis bacterial ("stomach bacteria"), burnout syndrome ("suspected burnout"), mood swings ("mood swings") and anxiety ("anxious"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, procedural pain, ovulation pain, iron deficiency, fatigue, pain in extremity, bursitis, lymphadenopathy, sacroiliitis, hypotension, thyroid disorder, gastritis bacterial, burnout syndrome, mood swings, anxiety and complication of device insertion outcome was unknown. The reporter considered anxiety, burnout syndrome, bursitis, complication of device insertion, dysmenorrhoea, fatigue, gastritis bacterial, heavy menstrual bleeding, hypotension, intermenstrual bleeding, iron deficiency, lymphadenopathy, mood swings, ovulation pain, pain in extremity, pelvic pain, procedural pain, sacroiliitis and thyroid disorder to be related to essure. Lot number:626808 manufacturing date:2008-03 expiration date:2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up 26-oct-2016: (B)(4). Despite follow up attempts, no response was received from patient. No new clinical information was provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous legal case report was initially received via regulatory authority and refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and stomach bacteria (interpreted as gastritis bacterial). Essure was removed. Pelvic pain is listed while gastritis bacterial is unlisted in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of bacterial gastritis. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up information received on 14-sep-2016 from consumer via letter in which she holds the company liable for the damage caused: on (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow up information received on 19-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous legal case report was initially received via regulatory authority and refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and stomach bacteria (interpreted as gastritis bacterial). Essure was removed. Pelvic pain is listed while gastritis bacterial is unlisted in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of bacterial gastritis. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.